Event description:
Customer reports the aqua seal chest drainage unit had a system air leak. The unit was in use on a pt when the leak was noticed. The tubing was clamped and the unit was exchanged without adversely affecting the pt.